Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during prime rewind. Customer's blood glucose was 120 mg/dl. The customer stated the drive support cap is sticking out. The customer stated that she didn't press the cap while connected. The customer was advised the possible cause of the alarm wsa during seating the force sensor did not detect the reservoir. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to confirm other alarms due to the motor error alarm. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a cracked case near the display window corners.